Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture grade 3.

Event description:
Healthcare professional reported right side "pain and tightening of the right breast", "capsular contracture, grade iii", "normopositioned breast implant in an anteropitoral position, with closing pads in the posterior portion, showing slightly prominent folds with increased sphericity, notably on the right, with no signs of capsular rupture and, peri-implant, liquid film with no clinical significance via MRI". The device remains implanted.